Event description:
It was reported that the patient presented in-clinic, with noise reversions. Egm revealed noise. Lead fracture was also observed. The lead was explanted and replaced. No adverse consequences to the patient.

Manufacturer narrative:
(B)(4).